Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer encountered a repeated error 23025. The technical support engineer (tse) confirmed the error 23025 in the live logs pointing to the left master tool manipulator (mtm) on the surgeon side console (ssc). The tse recommended for the customer to perform a hard power cycle. The customer mentioned that they performed two power cycles prior to calling in. The surgeon informed that there were two systems not in use. The tse walked the surgeon through swapping a ssc from another room and assisted the surgeon on hooking up the new ssc. The surgeon powered up the system without error and they were able to continue with the procedure. The procedure was completed after swapping out the ssc with no reported injury. Intuitive surgical inc. (Isi) followed up with the nurse to confirm that the error first occurred after the first port incision. There was no harm to the patient and the error did not return after swapping in the new surgeon side console. Additional information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
Based on the customer complaint of error 23025 on the system, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The mtm was analyzed and the reported error 23025 was unable to reproduced. Fa was able to confirm that the error occurred via the field error logs. Visual inspection was performed. The first mtm replacement was dead on arrival. The fse installed a different mtm to resolve the issue. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 1 motor and a1 motor cable were replaced as a precaution. There were no issues found with both mtm. The defective mtm and the faulty replacement mtm both powered up with no issue during testing. The complaint regarding the error 23025 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.